Manufacturer narrative:
(B)(4). The customer provided one image for analysis. The photo shows an open cvc kit with several components contained within. No signs of use were observed. A visible kink was observed on the guidewire body, which was still contained in its assembly. The customer also returned an opened cvc kit for analysis. No definite signs of use were observed. Visual inspection of the swg revealed two kinks around the distal portion of the body. The j-bend was intact. During normal assembly, all portions of the damaged guidewire would be located inside the tubing. Microscopic examination confirmed that both welds were present and spherical. The kinks on the guidewire measured 493mm and 556mm from the distal weld. The total length of the swg measured 601mm, which is within the specification limits of 596mm - 604mm per the guidewire product drawing. The outer diameter of the swg measured 0.81mm, which is within the specification limits 0.788mm - 0.826mm per the guidewire product drawing. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The undamaged portions of the guidewire passed through a lab inventory ars and introducer needle with little to no issue. A manual tug test confirmed the distal and proximal welds were secure. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged". The report of a kinked guidewire was confirmed through investigation of the returned sample. Visual analysis revealed that the guidewire was kinked in two locations; however, during normal assembly , the kinked areas would be protected by the tubing. Despite this, the sample met all relevant dimensional and functional testing, and a device history record review of the reported batch did not reveal any relevant findings. Based on the customer report and sample received, the potential root cause cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
During the investigation a guidewire was found kinked. After further clarification with the customer it was determined the guidewire was found kinked prior to use.

Manufacturer narrative:
(B)(4).

Event description:
During the investigation a guidewire was found kinked. After further clarification with the customer it was determined, the guidewire was found kinked prior to use.